Event description:
Explantation of bilateral breast implants. Right breast implant intact (ruptured by surgeon during removal), weight: (B)(6) gms. Left breast implant was ruptured in situ, weight: (B)(6) gms. No harm to patient noted. No manufacturer information was found on surface of implants. Hospital will save for three years per protocol.